Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check test. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device failed flow transducer test. Expiratory cassette and inspiratory pipe were cleaned to resolve the issue. Additionally the device was checked with several different cassettes. It is worth noting that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which detect leakage. Moreover, the expiratory cassette is only measuring and will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, while we do not see the cleaning of the expiratory cassette or inspiratory pipe by itself to be safety related. No parts was replaced and returned. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).